Event description:
A report was received that the patient had incisional issues since implant. The physician believed that the patient had an infection at the pocket site. The patient was prescribed antibiotics and underwent an ipg replacement. No device malfunction was suspected. It was believed that the infection was related to the incision and not device related. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.